Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge remained static at 140 units of insulin. The customer's blood glucose level was in target range. The customer declined to perform troubleshooting with tandem technical support.